Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient had initially been admitted to the emergency room due to a suspected urinary tract infection (uti) and then hospitalized. The uti was reported unrelated to the valve and valve implant procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the troponin peak was 88 micrograms per liter (¿g/liter). The event was reported as resolved three days after onset when the patient was discharged. Reasonable kidney function was noted at discharge.

Manufacturer narrative:
Fifth paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month and 2 days following the implant of this transcatheter bioprosthetic valve, the patient began to feel unwell with chest heaviness. The patient presented to the emergency department and diagnostic testing was performed that revealed troponin elevation. The patient was subsequently hospitalized. It was reported the patient was determined to be recovered the same day, however, no treatment was provided and the patient was discharged 3 days later. Per the physician, there was a possible relationship with the patient's presentation, the valve and the transcatheter aortic valve implantation procedure. No additional adverse patient effects were reported. Additional information was received that per the admitting hospital, the slight troponin elevation was related to the patient's kidney function. A myocardial infarction was not able to be confirmed as the patient denied a coronary angiogram. Additional information was received that the patient had initially been admitted to the emergency room due to a suspected urinary tract infection (uti) and then hospitalized. The uti was reported unrelated to the valve and valve implant procedure. Additional information was received that the troponin peak was 88 micrograms per liter (¿g/liter). The event was reported as resolved three days after onset when the patient was discharged. Reasonable kidney function was noted at discharge. Additional information was received that sepsis was the possible cause of the chest pain and heaviness reported by the patient; it was not an exacerbation of a pre-existing condition. The patient remained hospitalized three days after being reported to be recovered for intravenous therapy antibiotic treatment. The kidney impairment was acute. Per the physician, neither the valve nor the transcatheter aortic valve implantation procedure contributed to the impaired kidney function.

Manufacturer narrative:
Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in regulatory report due to regional privacy regulations.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month and 2 days following the implant of this transcatheter bioprosthetic valve, the patient began to feel unwell with chest heaviness. The patient presented to the emergency department and diagnostic testing was performed that revealed troponin elevation. The patient was subsequently hospitalized. It was reported the patient was determined to be recovered the same day, however, no treatment was provided and the patient was discharged 3 days later. Per the physician, there was a possible relationship with the patient's presentation, the valve and the transcatheter aortic valve implantation procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 month and 2 days following the implant of this transcatheter bioprosthetic valve, the patient began to feel unwell with chest heaviness. The patient presented to the emergency department and diagnostic testing was performed that revealed troponin elevation. The patient was subsequently hospitalized. It was reported the patient was determined to be recovered the same day, however, no treatment was provided and the patient was discharged 3 days later. Per the physician, there was a possible relationship with the patient's presentation, the valve and the transcatheter aortic valve implantation procedure. No additional adverse patient effects were reported. Additional information was received that per the admitting hospital, the slight troponin elevation was related to the patient's kidney function. A myocardial infarction was not able to be confirmed as the patient denied a coronary angiogram.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the chest pain reported was atypical.